Manufacturer narrative:
(B)(4). Batch # p56781. The analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.the device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify how the device "misfired" outside of the patient while trying to load the device? Was the cartridge difficult or could not be loaded into the device? Were staples protruding from the reload? Please provide further detail of the event. The information I was given was that the device was being loading outside of the patient and somehow jammed in the process. As far as I know there were no staples protruding.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device misfired outside of the patient while trying to load the device. The procedure was completed using a like device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).corrected data: date received by manufacturer.